Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following: please provide additional details regarding how the suture was "flossed": was the when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Were there any patient consequences? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The lot number is 107b58 it happened during tying no patient consequences please contact head nurse (B)(6). She can provide follow-up answers. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. 4 sutures flossed during the same thoracic operation. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/13/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that seven (7) unopened samples were received for analysis. Product code 8935h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected in all needles. The sutures were dispensed without problems and examined along the strand and no issues related to fraying sutures or anomalies were observed during the evaluation. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.